Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The rv pacing impedance was at 3933 ohms on (B)(6) 2016. Analysis of the device memory indicated the impedance trend on the rv pacing lead was rising. The rv pacing impedance steadily rose from 1026 to 3914 ohms between (B)(6) 2014 and (B)(6) 2016.

Event description:
It was reported that at a device follow up, the right ventricular (rv) lead exhibited high and gradually growing pacing impedance. It was noted that the physician was monitoring the situation. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant product: d354trg ICD, implanted: (B)(6) 2012.

Event description:
It was further reported that the right ventricular (rv) lead was abandoned in the patient and replaced. No patient complications have been reported as a result of this event.